Event description:
The customer reported that during the second attempt to shock a pt the display went blank. There was no impact to the involved pt as they immediately cycled the power, charged the device and delivered a shock.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.